Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported patient underwent surgical intervention to replace drg leads due to high impedances. Therapy was restored post-op.